Event description:
The customer reported having high blood glucose for the past four months. The customer stated that after eating dinner, her glucose level goes into the 400s mg/dl, and stay there until she wakes up the next morning. The customer stated that she went to doctor and changed the basal rates, but the high glucose continued. Troubleshooting was performed. The customer reported having bent cannulas, but not often. The programming, time, and date on the insulin pump were correct. The customer stated that she changes the infusion set every three days. Performed a high pressure test twice and the device failed the tests. Advised the customer to discontinue use of the device and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.